Manufacturer narrative:
Device 509 of 942. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Lot 8k05368 was manufactured on november 14, 2018 in the bodolay line with a total of (B)(4) market units. A batch record review on february 20, 2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc code) 412002 system application products (sap) material identification (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. There are no photographs associated with this case and no unused return sample was expected. Based in the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: embedded spots - allowable for chemical manufacturing and control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. High temperature at mixer 06 may cause mass burned. Residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. A targeted root cause investigation for this known issue/malfunction code has been conducted. The manufacturing process, quality inspections, and quality control records were reviewed. As part of the root cause investigation, dressings with the alleged foreign matter spots were sent to an external lab to have the spots isolated from the dressing for compo.

Event description:
It was reported black spots were present on the dressing. The product was not used on a patient. No photographs were provided.